Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, status post failed bladder suspension. Following insertion, the patient experienced urinary problems and recurrence.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary leakage, urinary frequency, and infection.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.